Manufacturer narrative:
The user-reported leaking issue was confirmed. Leakage was observed at the air vent on the drip chamber. The nonconforming product was sent to the supplier for failure analysis. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on (B)(6) 2016. Zyno medical submitted an e-MDR (3006575795-2016-00108_complaint (B)(4)) on 10/26/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event.

Event description:
The customer reported that "I popped the vent open, primed the tubing with d5 and hung a bottle of ivig. I noticed that ivig was dripping out of the vent hole at a pretty fast rate". Also, "while priming the tubing with the vent open, the d5 solution began leaking out of the vent." No patient was involved in this case.